Manufacturer narrative:
Manufacturing site ID updated to 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the patient was able to get effective therapy. The patient was sent home and brought back after two weeks. The cause of the low impedance was not determined. The low impedance were first determined in theatre.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Foreign: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the rep recently did an on table trial using a multi-lead trialing cable and external neurostimulator (ens). All impedance values were ok. The leads were connected to an ins, impedance was checked, and some values were low. The impedance seemed ok to the rep. The test results using electrode 0 as the reference were provided and values were within normal range, between 750 and 890 ohms; however, electrodes 4, 5, 6, 7, 10, 11, 12, and 13 showed the orange - avoid categorization (other electrodes showed the green - good categorization). The leads were disconnected and then checked again with the ens and impedance values were all ok. The leads were reconnected to the ins and the connections were fine, but some were low. The rep didn't know if there were any problems with the therapy as the patient's therapy wasn't to be switched on for two weeks post implant. It was noted that the rep also did the connectivity check on the lead screen of the therapy application and all was green there.